Manufacturer narrative:
Overall investigation summary: guerbet received a complaint from an (B)(6) customer stating that during preparation for a cardiology procedure, there was a flash that occurred when the siemens interface cable connector from the injector was connected to the customer's artis table socket while the system was still energized. There was no injury to patient or operator. Regional service was dispatched to the site to investigate the system. Service replaced the interface cable, part number 901024cl, due to black marks on the cable connector, but confirmed there was no other issue related to the electrical flash. During the system checkout, the service engineer also reported to adjusting the alignment of the translation actuator, part number 903104, in the power head, but this was not related to the cable issue originally reported. The injector was tested for proper orientation and returned to customer use. In addition,the illumena neo service manual and the caution label on the interface cable require the operator to ensure the injector power supply is switched off, de-energizing the injector, prior to connecting the cable to a scanner. If the on/off switch is left in the on position, an electrical arc may occur when connecting or disconnecting the cable. The construction of the cable connector, however, protects the operator from electrical contact; therefore, there is typically no harm to the patient or operator and only to the connectors. A review of guerbet's complaint tracking system (cts) shows no related complaint activity for this injector. Impact assessment summary: no health consequence to patient or staff. Root / probable cause code. Process/methods - inadequate/incorrect. Procedure. Root / probable cause summary. Refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that electrical flash occurred when customer connected their injector to the artis table socket. Circuit breaker f10 in syst. There was no health consequence.